Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The right lower pivot link and walking beam assembly were bent. The front wheel touches the bumper going inwards toward the drive wheel.